Event description:
It was reported that during port placement procedure, air allegedly leaked from the introducer needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle and syringe were returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported air/gas in device issue as multiple cracks were noted on the hub of the introducer needle and further during functional evaluation leak was noted from the cracks and air was aspirated into the syringe upon aspiration. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. (Device:a1415).

Event description:
It was reported that during port placement procedure, air allegedly leaked from the introducer needle. There was no reported patient injury.